Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the iliac artery stenosis via an ipsilateral retrograde approach, the pta balloon rupture had allegedly occurred before the nominal pressure reached 6 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. On functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted to be leaking at the distal end of the catheter shaft. No rupture was noted to the balloon. No other testing was performed. Therefore the investigation is confirmed for the identified catheter shaft leak as a leak was noted at the distal end of catheter. And the reported balloon rupture is unconfirmed as no evidence of rupture could be observed upon functional testing. A definitive root cause for the reported balloon rupture and identified catheter shaft leak issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the iliac artery stenosis via ipsilateral retrograde approach, the pta balloon allegedly ruptured before the nominal pressure was reached to 6 atm. There was no reported patient injury.